Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional info pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "the pt had her initial primary hip replacement performed in 2005. She reports doing well with this surgery until 2008, when she was exiting her car and felt a sharp pain in her right hip. The pain was continuous and she was seen by the orthopaedics dept for evaluation. The ortho pa's initial evaluation talks to stabbing type pain and severe pain with any activity as well as suggestion of lucency about the cup and acetabular screws. Surgeon evaluated her a month later and felt that she did have some lucency, and a fibrous union around the cup that could be a source of the discomfort. The pt chose not to have revision surgery at that time. Seen by family medicine in 2009 and dictation states she is reporting right hip pain with the need for hip revision surgery. Revision was performed approx four months later, with stryker acetabular shell, insert and femoral bearing head."